Event description:
It was reported that the customer had corrosion in the battery compartment from an exploded battery. Customer stated that the acid broke away the metal contact inside. Customer tried to rig it with some aluminum foil, but he is having problems with the pump not working. Customer also lost his meter. Customer stated that he lost it at his doctor's office. Customer also stated that he was in the hospital the friday before this issue happened, but it was not related to diabetes. It was due to kidney rejection. Customer's blood glucose level was 324 mg/dl. Customer put a battery in the pump 6 days ago and it exploded. This caused severe damage inside the battery compartment and the battery cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.